Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy pain. It was reported that for the past 8 years the patient's implant hadn't worked for them. No symptoms were reported. The caller did not have any further information. No further complications were reported or anticipated.